Manufacturer narrative:
On jul 7, 2023, additional information was received indicating the date of implantation was aug 5, 2004. The impacted product was identified as a mentor memorygel breast implant 150cc, catalog number 3501504bc, lot number 252987, serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced bilateral rupture, as a result, the patient underwent removal on (B)(6) 2013. This report is for the second of two devices. See manufacturer report number 1645337-2023-01886 for contralateral side.